Manufacturer narrative:
Concomitant medical product: etlw1620c124e, implanted: (B)(6) 2020, stent graft, etlw1620c93e stent graft, implanted: (B)(6) 2020, esbf2814c103e stent graft, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. No further patient complications have been reported as a result of this event.